Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited high pacing impedance and threshold measurements. The sensing capabilities are normal. There is a question about change out of the implantable cardioverter defibrillator (ICD) which is nearing eri.